Manufacturer narrative:
Blocks b5 and h6 device codes (a0506) have been updated with additional information received on (B)(6) , 2021. Block h6: medical device problem code a150201 captures the reportable event of stent failed to deploy in the stomach. Medical device problem code a0401 captures the reportable event of handle break. Block h10: a hot axios stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath and undeployed. Visual examination of the returned device found the outer sheath broken in the proximal section. The handle did not have connection with the distal section. The tip of the device did not show evidence of electrocautery. A destructive inspection was necessary to destroy the delivery system to identify torsion; the outer sheath was found twisted and detached. Microscopic examination was performed and the broken section has evidence of over torqueing. Functional inspection was performed and the stent lock was able to move without problems. No other issues with the stent and delivery system were noted. The investigation concluded that the reported failure of stent failure to deploy was confirmed; the handle break and stent lock failure to unlock cannot be confirmed. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. It was reported that the axios stent was implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall". Furthermore, it was also reported that the handle was rotated as the device was luer locked to the scope. However the IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that the technique used by the physician in rotating the handle incorrectly based on the IFU during the procedure, could have caused the torsion on the delivery system which resulted in the twisted and broken sheath and the loose connection between the handle and distal section of the device, limited the performance of the device and contributed to the stent failure to deploy. Therefore, the most probable cause is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2021-01563 and 3005099803-2021-01564 for the associated device information. It was reported to boston scientific corporation on (B)(6) , 2021 that a hot axios stent was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure performed on (B)(6) 2021. During the procedure, the axios stent (the subject of MFR. Report # 3005099803-2021-01563) locking arrow detached from the deployment track hub and failed to deploy. The stent was removed from the patient fully covered by the outer sheath. A second axios stent (the subject of this report) was attempted to be deployed but the same issue occurred. Reportedly, nothing was done to address the puncture site and the patient will be re-scheduled for another axios stent implantation procedure due to device availability. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: it was reported that the axios stent was implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The hot axios stent is not indicated to be implanted transgastric to the stomach. It was reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." ***additional information received on april 12, 2021*** it was reported that a puncture was made through both structures; however, during attempted deployment, the stent lock was unable to unlocked and the stent deployment hub broke.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2021-01563 and 3005099803-2021-01564 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure performed on (B)(6) 2021. During the procedure, the axios stent (the subject of MFR. Report # 3005099803-2021-01563) locking arrow detached from the deployment track hub and failed to deploy. The stent was removed from the patient fully covered by the outer sheath. A second axios stent (the subject of this report) was attempted to be deployed but the same issue occurred. Reportedly, nothing was done to address the puncture site and the patient will be re-scheduled for another axios stent implantation procedure due to device availability. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. It was reported that the axios stent was implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The hot axios stent is not indicated to be implanted transgastric to the stomach. It was reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."